Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Phone number. Reporter name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there was no surgical delay. The procedure was successfully completed. The patient status had a satisfactory result.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported the patient underwent a pylon procedure due to an unknown reason. During the procedure, the doctor decided to join one of the fragments with two (2) headless compression screws. When putting one of the threaded guide wire tips, this presents difficulty to pass the second cortical. When viewing the x-rays, the doctor noticed that the needle lost a small fragment of the tip and remains inside the patient's medullary canal. It was decided to leave it there since it does not represent any harm to the patient. The doctor continued with the surgery without any other incident. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. Concomitant device reported: headless compression screws (part/lot unknown, quantity 2). This report is for a guide wire. This is report 1 of 1 for (B)(4).